Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had low blood glucose of 30 mg/dl. The customer treated with food. The customer mentioned the insulin pump suspended before her low. The sensor glucose was 74. The customer's current blood glucose is 400 mg/dl. The customer reported having a dry mouth. The customer treated with the insulin pump. No medical intervention was needed. The customer also reported vomiting from the high blood glucose. Troubleshooting was performed. The insulin pump was not giving the insulin flow block alarm and was advised to be returned. The customer reported also having a bad rash from the tape.

Manufacturer narrative:
Findings: pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functioning. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. No unexpected power loss alarm noted. The test guardian link with the glucose sensor simulator communicates properly to the pump noted. Pump programmed with suspend before low alert and the alert beeps properly. Pump passed the self test. The audio tone functioning properly. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.